Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper was observed to have a bent tip while in use and installed on the universal surgical manipulator 4 (usm4). The customer contacted the technical service engineer (tse) for phone assistance. The tse advised the customer to remove the tip-up fenestrated grasper with the cannula on the usm4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the site's clinical engineer, there was no report that the port incision was increased during the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube that is completely separated from the distal tip. There is material missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.